Manufacturer narrative:
The xenograft was not available to return for inspection as it remains implanted. Therefore, a comprehensive re-review of manufacturing records, quality control/assurance reviews and release, and complaint database for related complaints associated with the lot was conducted. There were no departures noted during records re-review that would negatively affect the manufacturing of xenografts from lot nza19080004. All bovine pericardium implants undergo a validated sterilization method (tutoplast® which includes terminal sterilization by gamma irradiation after packaging). Manufacturing records indicate that all xenografts implants manufactured from this lot met all specifications and release criteria prior to distribution. To date, rti has manufactured and distributed a total of 8 xenograft implants from the lot. There is one related complaint for lot nza19080004 (report #300271998-2020-00007). Additional information is needed to better understand and possibly explain the complications reported, including information regarding the preparation of the xenograft prior to implantation, suture procedure and suture material utilized, whether the graft was fixed under tension, and whether the patient has an allergy to bovine collagen and/or bovine material.

Event description:
Rti surgical, inc (rti) received an adverse event complaint from integra lifesciences on 08/14/2020. The reported complaint indicated that graft dissolved post implantation. Additional information received on 08/27/2020 indicated that the patient was implanted with a duraflex dura substitute graft on (B)(6) 2020. Duraseal was also utilized. Three months post implantation, the patient developed a pseudomeningocele. Upon intervention, dural dehiscence was noted inferior to the duraflex suture line. There was easy tearing of the dural patch. Duraderm was used to patch the defect. Patient is doing well and did not have any sequelae. The facility has reported this event to the FDA (report #(B)(4)). Additional information has been requested.